Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during an implant procedure, high and out of range rv pacing lead impedance was observed. The lead was not implanted and replaced.